Manufacturer narrative:
The complaint on the 011-ch2000s-c could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history record was reviewed and no non-conformities were found that would have led to the reported complaint. Additional information can be found in b5. Corrected information can be found in b2, d10.

Event description:
Additional information was received from the customer on 30-oct-2024 via email stating that there was no medication involved in the event. There was no unprotected chemo exposure, no contact with the patient or health care provider. The product was stored at room temperature in the storeroom cupboard.

Event description:
It was reported that a spinning spiros¿ was found to have disconnected during patient use. The reporter stated that a "spinning spiros trialled on various b lines. It could be pulled from b line, despite spinning initially. The status of the product at the time of the event was trialed on various b lines. The number of incidents is 4. Unknown if the sample is available for evaluation. There was patient involvement and no patient harm was noted.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.